Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they unable to exit prime loop of insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer confirmed that they didn't received alarms or numbers or second series of beeps. Customer was advised to stop using the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.